Event description:
Information received indicates the left foot siderail is not latching.

Manufacturer narrative:
The technician found that the siderails did not have the new inline spring kit installed. He installed siderail inline spring kits in all four siderails to repair the bed.